Manufacturer narrative:
The returned device was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed, and it did not reveal any anomalies as it states to not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure in which the patient was under local anesthesia, the device was being implanted into the l3-l4 (lumbar) spine, after a few deployment sagittal wiggle applications the device broke at the spindle cap. It was determined that there was wide spinous processes and that it was correctly connected to the inserter. The procedure was then aborted. Three devices were used and damaged during the procedure, this is the report for the second device.

Event description:
It was reported that during the superion indirect decompression system implant procedure in which the patient was under local anesthesia, the device was being implanted into the l3-l4 (lumbar) spine, after a few deployment sagittal wiggle applications the device broke at the spindle cap. It was determined that there was wide spinous processes and that it was correctly connected to the inserter. The procedure was then aborted. Three devices were used and damaged during the procedure, this is the report for the second device.